Event description:
It was reported to boston scientific corp in 2007, that during the placement of a wallstent enteral endoprosthesis in a male, the stent was "unable to deploy at the lesion site". Upon removal of the device from the pt's body, "the user found the end of the wallstent enteral (had) punctured through the plastic outer sheath". The "procedure wasn't completed due to user unable to pass the cannula through the lesion site after many attempts". No pt complications were reported.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review, a product evaluation, and a complaint trend analysis are in progress. Results of the device evaluation, as well as the device history record and complaint trend review, will be provided in a follow-up medwatch report.